Event description:
Elderly male with history of lung cancer. Procedure: IV placement for infusion. While attempting to start an IV on patient for treatment- pulled out 22ga IV, opened package and when top removed, this nurse noted that the angiocath (plastic portion of the IV) was bent. Not used on patient.